Event description:
Asku

Event description:
It was reported that the patient died during emergency helicopter transport for an intestinal "occlusion." Family of the patient suspect the device had "not triggered therapies during transportation." The cause of death is listed as "cardiac arrest, suspected conductive troubles" per the international database.

Manufacturer narrative:
Asku

Event description:
It was reported that the patient died during emergency helicopter transport for an intestinal "occlusion." Family of the patient suspect the device had "not triggered therapies during transportation." The cause of death is listed as "cardiac arrest, suspected conductive troubles" per the international database. It was reported that the patient died during emergency helicopter transport for an intestinal "occlusion." Family of the patient suspect the device had "not triggered therapies during transportation." The cause of death is listed as "cardiac arrest, suspected conductive troubles" per the international database. It was further reported that the patient had a history of "severe" heart failure and "severe" kidney disease.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Correction: (device number one, (B)(4)).

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the patient died during emergency helicopter transport for an intestinal "occlusion." Family of the patient suspect the device had "not triggered therapies during transportation." The cause of death is listed as "cardiac arrest, suspected conductive troubles" per the international database.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Correction: (device number one, (B)(4)). ((B)(4)). Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was outer insulation cosmetic depression. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed) and blood/body fluid on the outer tubing overlay. There was outer insulation cosmetic depression.